Manufacturer narrative:
Date of event is an unknown date in 2021. Additional procode: hwc. Part: 02.117.604s. Lot: l092282. Manufacturing site: (B)(4). Release to warehouse date: august 24, 2016. Expiration date: august 01, 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Customer quality investigation: the device was not returned. A photo-investigation was performed on the x-ray image. Upon inspecting the images, the device was observed to be broken in two pieces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition could be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that a variable angle (va) elbow medial plate that has broken postoperatively. This report is for a 2.7mm/3.5mm va-locking compression plate (lcp). This is report 1 of 1 for (B)(4).